Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of up to 300 mg/dl. The customer had a high blood glucose at 185 mg/dl and went to the emergency room with symptoms such as vomiting and not being able to keep down liquids. Customer treated blood glucose levels with device. The customer was wearing device at time of hospitalization. The customer was hospitalized on (B)(6) 2017 at 8:00 am for 5 hours wherein they gave her fluids and released her with a 165 blood glucose. Customer states that they went to the center and had device adjusted device but his blood sugars are still running high. He changed his infusion set five times. Customer was assisted with troubleshooting. Customer found bubbles present along the infusion set tubing. The product was not returned for analysis.